Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 10 days post-implant, the hospital reported that they investigated the pump after the pt's death and found thrombus.